Manufacturer narrative:
Correction: a1 - updated patient identifier number. B4 - added today's date of the follow-up correction report. D4 - please remove lot number from initial report. H6 - please remove code 3331 from initial report. Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Event description:
Consumer's mother reported a faint line false positive sars result for 1 symptomatic consumer (reporter's daughter). The mother of the consumer communicated the result was confirmed negative by another rapid antigen assay. It was communicated that the daughter/consumer was 12 months old at the time of testing (off-label use).